Event description:
The dynamic xt electrode catheter was selected for use during the procedure. It was reported that when the outer package of the device was removed, they found the plastic protective sleeve outside the catheter was fractured. The device was contaminated and could not be used due to damage to the protective sleeve. Catheter was replaced with a new one from the same model. Procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The dynamic xt electrode catheter was selected for use during the procedure. It was reported that when the outer package of the device was removed, they found the plastic protective sleeve outside the catheter was fractured. The device was contaminated and could not be used due to damage to the protective sleeve. Catheter was replaced with a new one from the same model. Procedure was completed successfully without patient complications. The device was returned for analysis.

Manufacturer narrative:
The dynamic xt electrode catheter was evaluated by boston scientific. Upon receipt at the laboratory analysis, analysis of returned product revealed that the device has few kinks in the shaft, located 18cm from the tip and 27cm from the tip. Also, an image shows evidence that the device packaging was damaged, consequently, confirming the reported complaint since failure might have been caused due to a bad manipulation or wrong handling during the transport of the unit.

Manufacturer narrative:
An image was reviewed by a boston scientific quality engineer. The image shows evidence that the device packaging was damaged, consequently, confirming the reported complaint since failure might have been caused due to a bad manipulation or wrong handling during the transport of the unit.

Event description:
The dynamic xt electrode catheter was selected for use during the procedure. It was reported that when the outer package of the device was removed, they found the plastic protective sleeve outside the catheter was fractured. The device was contaminated and could not be used due to damage to the protective sleeve. Catheter was replaced with a new one from the same model. Procedure was completed successfully without patient complications. The device is expected to be returned for analysis.